Event description:
Pt developed a rash around the wound being treated by mist therapy. The rash was in the area where the saline was applied by the mist. The family of the pt told the nursing home that the pt has had the same reaction to sodium chloride before. It was unk to celleration whether this allergy was documented by the site as a pre-existing condition. The pt's rash subsided after discontinuing use of the saline mist.